Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "ruptured implant." Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported right side "ruptured implant." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "ruptured implant." Device has been explanted and replaced.

Event description:
Healthcare professional reported an unknown side "ruptured implant." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.